Event description:
Disconnected ewimed was called by the end user. Catheter doesn´t work properly. When our sales rep was there, we found the catheter valve not fixed any more. It was easy to remove and falls out of the catheter. Our sales rep changed the catheter-valve, they took the valve out of another set and replaced it. No patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should the device become available, a follow-up emdr will be submitted